Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display, damage (physical or cosmetic). The event involved product(s) mmt-1880l. Trouble shooting was performed and customer reported a partial display. Cust inserted a new fully charged battery and display did not return to normal or self test failed. Customer also reported lcd display damage on pump. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
Unit powered on with a partial display and bleeding, however passed self test. Unit was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, and lcd flex connector. Isolate to electronic stack. Test p-cap locked in place properly during testing. The following cosmetic damages were noted: bleeding, corroded battery tube, battery tube threads - cracked, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and scratched case in summary, customer concern for missing segments/partial display confirmed. Customer concern for damaged lcd display confirmed per visual inspection. Moisture damage noted on electronic assembly, isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.